Event description:
It was reported that one of patients cervical lead had migrated. The patient underwent a revision procedure wherein two new cervical leads were added and plugged both the cervical and thoracic leads into the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 13838805.